Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the rep, a codman perforator failed to disengage after drilling completely through the bone. There was no adverse consequences to the patient. No delays were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The perforator was visually inspected; no anomalies were found. Functional testing was then performed per the test method. A series of holes were drilled without issue. The device functioned as intended. A review of manufacturing records found the device met specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.